Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high and unstable thresholds due to a possible fracture from a subclavian crush. When the lead was screened under fluoroscopy, no obvious fracture was seen, but there appeared to be an acute bend in the lead around the clavicle. Three months prior to the event, diagnostics showed the impedance suddenly jump high with no capture. The lead was reprogrammed to unipolar with appropriate function. No patient complications have been reported as a result of this event.